Event description:
Patient went to cardiac catheterization laboratory for impella implementation due to cardiogenic shock, congestive heart failure, and presumed st elevation myocardial infarction with new left bundle branch block. Perclose device used at the right common femoral artery. First perclose suture inserted and preclosed without difficulty. Second perclose device inserted and preclosed. The second perclose device would not retract from the artery. Significant amount of time, effort, and troubleshooting performed in an attempt to get the perclose to retract from artery. Manual pressure applied to artery, footplate confirmed to be down. No angiographic hindrance to perclose retraction. Second perclose sutures removed and the device was able to move freely and successfully exchanged over wire. 6 french sheath inserted but was grossly incompetent in occluding the arteriotomy. Concern for footplate injury to right common femoral artery, an 11 french sheath was inserted for adequate hemostasis. Patient found to have acute limb ischemia of the right lower extremity. Follow up angiography from the sheath revealed an acute thrombus in the proximal superficial femoral artery and sever diffuse disease in the superficial femoral artery. FDA safety report ID #(B)(4).